Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant surgery, there was a communication issue from the programming system. They could not interrogate a generator. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. When it was replaced by another one from an alternative programming system, the issue was solved. The suspected usb cable was returned to the manufacturer on 06/27/2016. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.